Event description:
It was reported that the patient with this left ventricular (lv) lead underwent a revision surgery in which this lead was unable to be reposition due to the venous access being occluded. No additional adverse patient effects were reported. This lv lead has not received for analysis.